Event description:
Hill-rom received a report from the account stating the brake was not holding. The bed was located at the account in 262. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the brake caster was not set correctly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician in-serviced the account how to set the brake casters to resolve the issue. Based on this information, no further action is required.